Event description:
(B) (4). Same patient as MFR# 2134265-2009-04539. It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. The patient presented with myocardial infarction (mi) occurring <= 24 hours prior. Two lesions were identified in the left anterior descending (lad) artery. Target lesion #1 was 100% stenosed, 16mm in length and the reference vessel diameter was 2.7mm. A liberte bare metal stent (bms) 2.75x16mm was implanted at the lesion site. The residual stenosis was 5%. Target lesion #2 was also 100% stenosed, 12mm in length and the reference vessel diameter was 2.7mm. A liberte bms 2.75x12mm stent was implanted at the lesion site. The residual stenosis was 5%. The procedure was a technical success and no patient complications were reported. Four days post procedure, the patient was discharged. Medication included asa and clopidogrel. At discharge, the patient was found to have unstable angina, braunwald classification iii b. On the same day, the patient experienced a major cardiac event of subsequent death. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4): device not returned for analysis.